Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Medical interpretation: CT of l4/5 transforaminal lumbar interbody fusion (tlif) shows minimal bone remodeling in interspace with abnormal bone loss. Screws were well positioned. No unusual issues found.

Manufacturer narrative:
Additional information: not reportable medical interpretation: CT of l4/5 transforaminal lumbar interbody fusion (tlif) shows minimal bone remodeling in interspace with abnormal bone loss. Screws were well positioned. No unusual issues found.